Event description:
It was reported that a ventricular sense test result, on fast path was displayed as >12mv. On inspection of the egms and trends, it was noted that the measured r waves varied in amplitude. However, the egms are difficult to interpret and it doesn't look like a typical intrinsic r wave based on the information that could be gained from this remote interrogation. Patient is fine. No further information provided.